Manufacturer narrative:
Reported event: an event regarding revision due to disassociation involving a trident liner was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: [...] (B)(6) 2007 "implant logs" :56 trident psl acetabular shell, 36 trident polyethylene insert, #5 right citation stem, 36/+5 v40 lfit head. On (B)(6) 2019 op reports "orif anterior column acetabular fracture" revision right tha diagnosis "failed right tha secondary to catastrophic trunnion failure, pathologic acetabular fracture ... With loosening of acetabular component" orif with zimmer plate and screws. Revision tha with smith & nephew revision components and simplex p bone cement. "... The taper was heavily damaged ... Removed stem with osteotomes and slap hammer ... Liner grossly loose in acetabulum ... Removed socket with explant device ..." Revised to competitor products and orif greater trochanter fracture. Uncomplicated surgery. No clinical or pmh, no patient demographics, no imaging studies, no primary tha op report, no laboratory or pathology reports, no examination of explanted components. Based upon the information available for review, confirmation of the event description or creation of a medical report is not possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. Additional information including operative reports, progress notes, x-rays, imaging studies, laboratory or pathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, and excessive levels of chromium and cobalt in his blood. Update july 31, 2020: clinical consultant's review indicated that there was an acetabular fracture and that the liner was worn.